Event description:
The manufacturer received information alleging a bipap vision had a ventilator inoperative condition while in use. The patient's blood oxygen level decreased and was placed on another device. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.